Event description:
Rptr stated results of meter/lab comparison tests, 15-20 minutes apart. Rptr's meter read 427 (capillary test) and hosp lab venous test was 225 mg/dl. Rptr did not have any symptoms. Rptr was given meter 3 days prior, upon hospital release; had not used a blood glucose monitoring device before. Rptr's test technique, as described, seemed correct; checks confirmation dot for enough blood. No control solution or new strips available for testing. Reviewed coding, cleaning, control solution use, strip storage, and meter/meter/lab comparisons. No harm was alleged.